Manufacturer narrative:
The leads were retained by the facility. A definitive root cause of the seroma could not be determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "seroma or hematoma at surgery sites; abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for back pain. A computed tomography (CT) scan identified fluid around the leads. The evoke scs system was explanted, and cultures collected from both incision sites were negative for infection, a seroma was suspected. The evoke scs system was confirmed to be functioning as intended prior to the explant.